Event description:
It was reported that the device intermittently failed to boot up properly and locked up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.